Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the initial implant procedure the right ventricular (rv) lead exhibited undersensing and small r-waves were present even after multiple attempts to reposition the lead. Additionally, it was noted that the setscrew on the connector/header of the implantable cardioverter defibrillator (ICD) was stripped resulting in the right atrial (ra) lead pin not being able to be removed. The physician chose to remove the entire system and implant a new ICD, ra lead and rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.